Manufacturer narrative:
The customer reported that the device was discarded and not available for testing.

Event description:
The event involved a spiros connector that was attached to a patient¿s peripheral IV line in preparation of attaching IV fluid, and leaked blood. There was less than 10ml of reported blood loss.